Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: (B)(4). The microcatheter was returned for evaluation. Tip separation was confirmed. There were scratch on the remaining tip, indicating the tip had contacted something hard and sharp object during use. Stretching and circumferential cracks that characterized tearing by tensile stress were observed proximal to the torn end of the tip. Measurement on the returned microcatheter found that approximately 1.5mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned microcatheter. The applied stress would be localized and therefore exceed the product design limit likely when the tip was being caught and restricted its movement by the calcified cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). [Malfunctions and adverse effects]. Separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) I n the right coronary artery (rca). Multiple guide wires were used with the microcatheter in attempts to cross the cto. After successful wire crossing, the microcatheter was advanced to the lesion but stopped in the middle of the cto. A small balloon was delivered to dilate the cto and the microcatheter was removed when strong resistance was met. The tip of the microcatheter was found detached and remained in the lesion under x-ray observation. Because the pci took longer than the expected procedure time and the physician rescheduled the pci later day. There were no adverse patient effects associated with this event.